Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the revision surgery was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
Retrospective report encountered through a patient's complaint investigation. A patient with eleos distal femur replacement underwent revision surgery on (B)(6)2025 due to unknown reasons. This report captures eleos tibial hinge. This event will be reported as a serious injury due to the revision procedure.